Manufacturer narrative:
(B)(4).

Event description:
During an ablation procedure, a patient burn occurred. When the grounding pad was removed from the upper right buttock area, a burn in the shape of the adhesive with blistering was noted. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
Additional information received indicates the grounding pad was applied to smooth, dry skin that was not hairy. The procedure was completed with no issues or alarms from the generator. When the grounding pad was removed, a burn in the shape of the adhesive with blistering was noted. The burn was treated with bacitracin and covered with a gauze dressing. There were no performance issues with any sjm device during the procedure.